Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 468 mg/dl and it was addressed with boluses. During the system check with tandem technical support, it was determined that the infusion set site should be changed. The customer indicated that the site would be changed.